Event description:
A hospital purchasing agent reported some gelfoam pouches were not sealed and had gaps where the glue has come apart and some of the pouches were completely opened. The associated product had not been used in a pt. Twenty two gelfoam pouches in two plastic ziplock bags were returned to pfizer by the complainant, and were evaluated at the manufacturing site on sept 24, 2008. The investigator found two of 10 pouches with a small crease in the left hand corner of the back side of the pouch in the first bag. At the crease, there was a small opening of the pouch. The second ziplock contained 12 pouches and three pouches exhibited a crease in the left hand corner of the back side of the pouch with a small opening, and two pouches with a small opening at the top right hand corner of the pouch, viewing from the backside. Twelve (12) retained samples from lot 0atpj were evaluated and found to have intact outer package seals. This report is being made due to the apparent compromise in the integrity of the seal in the outer package which could contribute to a compromise in sterility of the inner package of gelfoam, detected as a partial spontaneous opening in the samples returned to pfizer.

Manufacturer narrative:
While it cannot be determined how the packages were handled once the product was no longer under pfizer control, none of the returned packages exhibited evidence of mishandling. Investigation is ongoing into potential root cause and corrective action to prevent spontaneous opening.